Event description:
It was reported that the lead impedance has gradually increased over the last year from 1000 ohms to 1775 ohms. Lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.